Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the product was returned in a bubble wrap. The pouch was open from 2 of 4 sides. There was no sign of biological contamination. There was a clear surgical tape wrapped around the tube (where inflation tube is connected to the emg tube). Functionally, syringe was used to inject 20cc of air into the cuff. There was no air leakage coming from the cuff. The inflated cuff was submerged under the water for leakage observation, and still there was no leakage coming from the cuff. The inflation tube was submerged under the water and leakage showed. The leakage appeared where inflation tube was connected to the emg tube. For further analysis the continuity check was performed. Electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were 3.4 ohms (red), 3.3 ohms (red with clear tube), 3.4 ohms (blue), and 3.4 ohms (blue with clear tube). In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the surgery, the endotracheal tube was inflated but it leaked air and could not be used. Surgery was extended by 15 minutes. No patient injury.